Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional investigations requests for this po number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Date of event: unknown. If implanted, give date: unknown/not provided - unknown if lens was fully implanted, reported as removed. If explanted, give date: unknown/not provided - lens reported as removed based on the limited information unable to confirm if the lens was explanted in a secondary procedure or removed during the initial implant procedure. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a capsule tear occurred and a zcb00 12.5 diopter intraocular lens (iol) was removed from the eye. The customer thinks the product was discarded and therefore not available for return. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 06/29/2017. Device returned to manufacturer ¿ yes. Visual inspection at 10x microscope magnification was performed: a piece of lens returned for evaluation. Fibers/particles were observed on lens piece related to the handling of the unit out of a sterile environment. Residues of viscoelastic solution were also observed which indicate that the unit was handled and prepare for surgical use. The complaint issue reported could not be verified. All pertinent information available to the manufacturer has been submitted.